Event description:
It was reported that an ilet pump exhibited an unresponsive screen while the user was traveling, and the agent requested the user¿s guardian to call to process a pump replacement. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected device malfunction involving the user interface display, with the pump hardware suspected as the affected component; no alerts or alarms were associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device evaluation and limited information.

Manufacturer narrative:
Investigation description: the device was received with the display assembly disconnected from the housing. Rtv sealant was found only on one side of the device, indicating that primer was likely not applied at the time of assembly. Additionally, liquid damage was found inside the pump.